Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after booting up of the system during a cori assisted tka surgery, the conversion adapter was placed and the display was output to the customer's monitor via hdmi cable. The real intelligence cori froze when the real intelligence tablet cable was connected. The system was rebooted and the procedure was conducted without output to the external monitor. Additionally, the procedure could not be recorded. The procedure was completed with the main monitor without significant delays. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.